Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath and telescope were kinked, an imaging core windup with a coiled drive cable and an imaging window detachment were encountered near the lap joint section. The coiled drive cable was with a small part of the sheath detached inside the middle of it and was not returned for analysis. Impedance test shows an electrical open at proximal end of the catheter between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image poor cannot be confirmed.

Event description:
Reportable based on device analysis completed on 21 mar 2024. It was reported that visualization issues occurred. The 80% stenosed target 15mm x 4.00mm lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was not clear. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.